Manufacturer narrative:
Additional information: b2, b5, g3, h1, h2, h6.

Event description:
Additional information was received which noted that, shortly after the procedure, the patient was transferred to intensive care at a different facility for further treatment, but the patient expired. There were no performance issues with any abbott device, and the physician does not believe the flexability catheter contributed to the patient death.

Event description:
During a premature ventricular contraction ablation procedure, a tamponade occurred which required a pericardiocentesis and surgery. When the region of interest was assessed, a few applications were done at 40 watts and the patient experienced cardiogenic shock. Fluoroscopy and echocardiogram were performed which revealed a tamponade. A pericardiocentesis was performed followed by surgery to resolve the bleeding. The patient is in intensive care and on extracorporeal membrane oxygenation (ECMO). There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac tamponade remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement